Manufacturer narrative:
Complaint conclusion: a 5f mynxgrip vascular closure device¿s (vcd) sealant was stuck inside the catheter/sheath and would not deploy. There was no reported patient injury. The deployer was mynx certified. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the shuttle was disengaged from the black handle with stopcock closed, the advancer tube was on the catheter shaft, and a small portion of the sealant was observed to have been separated from the device as received. The syringe and procedural sheath were not returned with the device. The device was returned in the condition of an incomplete removal of the device. It is unknown if the device was manipulated post the procedure. The device was inspected for damages and anomalies that may have contributed to the reported incident and none were observed. Per functional analysis, the advancer tube was manually retracted and found properly engaged to the proximal tamp lock as intended per the mynxgrip instructions for use (IFU). A product history record (phr) review of lot f1909901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant stuck to device components¿ was not confirmed during analysis of the returned device as the sealant was not received attached to the device. The exact cause of the sealant stuck to the device components could not be conclusively determined. Procedural factors, such as overtamping, and an incomplete engagement of the advancer tube during the procedure, may have contributed the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle¿. It should be noted that failure to hold the advancer tube in place and/or a proper position of the tamping tube not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported event. Neither the phr review, nor the product analysis suggests that the reported failure event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is unknown if the device will be returned for testing and evaluation.   Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f mynx grip vascular closure device (vcd) patch was stuck inside the catheter/sheath and would not deploy. There was no reported patient injury. The device will be returned for evaluation. The deployer was certified. Additional procedural details were requested but are unknown.